Event description:
It was reported that during a ptca/stenting treatment procedure involving a calcified and 90% stenotic lesion in the proximal to middle portion of a tortuous lad coronary artery, the quantum monorail balloon was suspected to have ruptured at 11 atm's on the initial inflation. The physician had deployed a bx stent in the proximal lad and an s-6 stent in the mid-lad. The area being treated with the quantum monorail balloon was a narrowing between these two stents. The pt was asymptomatic during this event. A medikit introducer sheath (size unk), a bmw guidewire (size unk), a mach1 guide catheter (size unk), and an encore inflation device were also used in this case. The procedure was successfully completed. Pt status is reported as 'good'.